Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged a concurrent loss of prime, and that the pump was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed loss of prime warnings associated with cartridge changes. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications.